Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during prior to use, the cardiosave intra-aortic balloon pump (iabp) units fiber optic is not working. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), e3, g3, g6, h2, h11. Corrected fields: e1 (event site telephone), h6 (type of investigation, component codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter,event site telephone, event site email), g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched and replaced the fiber optic cables sw magnus carbon fiber tabletop pm and cable,fiber optic jumper. The fse completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.